Event description:
It was reported to tyco/kendall healthcare that a customer had a problem eith the dual lumen PICC. The customer reports "PICC leaking".

Manufacturer narrative:
The customer reports that a sample is not due to be returned for evaluation. An investigation is currently underway upon completion the results will be forwarded.